Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: ok key is over responsive. Removed the keypad and found ok button has contact defect ¿contact inverted, keypad is cut on ok button, no evidence of contamination on key contacts. Unrelated to the complaint, the display is dim pink. Battery cap is missing, used test cap for all steps, test battery cap does tighten fully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.